Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported renal failure could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed decreases in pump speed to the low speed limit due to pulsatility index (pi) events, per design. The log files appeared to show the pump operating as intended at the set speed. According to information later communicated, the cause for the pi events was determined to be suction events during peritoneal dialysis (pd). It was reported that the patient is on pd support for renal function and experienced occasional decreases in pump speed. It was later reported that the patient had been experiencing renal dysfunction prior to left ventricular assist system (lvas) implant. The patient is stable and would continue with pd treatment. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. Pi events are examples of routine events and do not appear in the alarm history. Pi is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on peritoneal dialysis (pd) support for renal dysfunction that was present prior to left ventricular assist device (lvad) therapy. At this time an occasional drop in pump speed was noted and a suction event occurred due to the pd. Log files were submitted for review and no unusual events were seen. The patient remained stable and would continue on the pd therapy.